Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type implantable neurostimulator, date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had problems with their original implant battery. Patient experienced a loss of therapeutic effect and it was causing back pain and was so uncomfortable. The doctor did a battery replacement (B)(6) 2019 but it turned out that was not the problem and the battery replacement did not resolve therapy concerns. Patient did not know what the cause of the problem was.